Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from february 11, 2020 - february 12, 2020. H10: the device was received for evaluation. The fill port was cut where the customer likely drained the contents. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was defective. The defect was further described as a leak coming from an unknown location. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.